Event description:
Cusaexcel+ultrasonic board "blew out". Cusa stopped working mid-surgery. Add'l info received from integra lifesciences service technician on (B)(6) 2012. The ultrasonic power of a 23khz hand piece (hp). Stopped working halfway through the surgery. Two other hp's were tried with the same result with a vibration alert. Power field effect transistor "fet's" and/or other power components failed. The cooling canister console couplings were not aligned correctly causing difficulty attaching the canister to the console. The pt was unharmed.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.